Manufacturer narrative:
(B)(4). The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard that is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject opt842 optiflow adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt842 optiflow adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Use only approved setup."

Event description:
A healthcare facility in (B)(6) reported on behalf of a distributor via a fisher & paykel healthcare (f&p) field representative that the opt842 optiflow adult nasal cannula connector was damaged. There was no patient consequence.